Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 13-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 6.0mg/ml at 1.0124mg/day and bupivacaine 6.0mg/day at 1.0124mg/day via an implantable pump. The indications for use was spinal pain. On 27-jan- 2020 it was reported the patient had symptom return, pain. The environmental, external or patient factors that may have led or contributed to the issue was reported as cause not determined. The diagnostics and troubleshooting performed was the patient reported to the managing physician fluid accumulation in pump pocket since pump replacement in (B)(6) 2019. The actions and interventions taken to resolve the issue inspecting the catheter at the insertion site the surgeon noticed csf (cerebral spinal fluid) flow and decided to replace the catheter. The catheter was replaced, and the issue was resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.